Event description:
Sitting on side of the bed to eat and she slipped off the bed. Carolyn advised there were no injuries. N/a this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)